Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient was no longer getting proper coverage due to multiple impedances. Lead malfunction was suspected. The patient will undergo a revision procedure wherein the leads and lead splitters will be replaced.

Manufacturer narrative:
Additional information was received that during intraoperative testing, they found that both infinion leads were corrupted. The patient underwent a revision procedure wherein the leads, splitters, and anchor were replaced. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-4316 lot #: 16637198 description: next generation anchor kit-sterile

Event description:
A report was received that the patient was no longer getting proper coverage due to multiple impedances. Lead malfunction was suspected. The patient will undergo a revision procedure wherein the leads and lead splitters will be replaced.

Manufacturer narrative:
Sc-2316-70 (sn: (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual(microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 (sn: (B)(4)) device evaluation indicated that the splitters passed all tests performed. Sc-4316 (lot: 16637198) device evaluation indicated that the visual inspection found that both of the clik anchors each had one torn eyelet. There was no missing silicone.

Event description:
A report was received that the patient was no longer getting proper coverage due to multiple impedances. Lead malfunction was suspected. The patient will undergo a revision procedure wherein the leads and lead splitters will be replaced.